Manufacturer narrative:
H6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that during use of the bd syringe 3 ml ll euro 200 s/c there was leakage. The following information was provided by the initial reporter, translated from dutch: "customer is wondering if mat. 305895 and mat. 309658 can be used together as she experienced a leakage when using them."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that during use of the bd syringe 3 ml ll euro 200 s/c there was leakage. The following information was provided by the initial reporter, translated from dutch: "customer is wondering if mat. 305895 and mat. 309658 can be used together as she experienced a leakage when using them."